Event description:
The customer reported that during a knee arthroscopy procedure on (B)(6) 2012, the tip of this guidewire broke off. The facility reported that after the interference screw was inserted over the guidewire and as the surgeon tried to remove the guidewire, the tip broke. Attempt was made to locate and remove the broken tip was unsuccessful (due to its location), and as such the broken piece was left in the patient's knee. The patient was discharged per standard operating procedure. As of this filing, there was no mentioned if x-ray was taken or any plans of revision surgery to remove the broken tip. In addition, despite multiple attempts made to the user facility, there was no patient information provided.

Manufacturer narrative:
As previously stated the guidewire was forwarded to an independent lab for further analysis. The fracture surface of the guidewire was examined and the failure mode was found to be ductile (tensile overload). Ductile failure occur when the tensile strength of the material is exceeded. The tensile test indicated that in excess of 300-pounds was found to be the cause of the breakage. Although attaining this high of a load during use of the guidewire is not likely. However, it was originally noted during the visual examination of the failed part that it did show some bending had occurred at the failure location and this could impact the actual load required for failure. Based on the result of this investigation, the breakage is indicative of the application of excessive stress/lateral force during use. The failure mode is addressed in risk documentation, and all known breakages found during complaint review were due to user error or questionable handling. The guidewires are intended to be used to assist the surgeon in the placement of a cannulated interference screw into a bone tunnel. This guidewire is made of nitinol. This material is routinely used in the manufacture of medical instruments and has a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. A 2-year review of the device complaint history records found there are 3 complaints received with the same failure mode. A letter of education regarding this type of breakage along with the evaluation results will be forwarded to the customer.

Manufacturer narrative:
Conmed linvatec received the guidewire for evaluation and visual examination of the returned device confirmed the reported breakage and found the tip was broken off and missing. The exact cause of the reported breakage was unable to be determined at this time. The device will be forwarded to an independent laboratory for further analysis. A follow up report will be filed upon receipt of the evaluation result from the independent laboratory. A review of the complaint records, showed of the lot containing 200 units, there were no other similar complaints received for this item and lot number combination.